Event description:
It was reported that the patient presented to the clinic for an implantable cardiac monitor (ICM) exchange procedure. During the procedure, the device header detached. The device was explanted and replaced. The patient was stable in condition.